Event description:
The customer observed falsely elevated architect prolactin result on one patient sample (female, 34 yrs). The customer repeated the sample since the patient¿s historical results were high. The following data was provided (lab¿s reference range is 108.8 to 557.1 miu/l): initial result = < 12.60 miu/l, repeat result = 1015.55 miu/l. The customer reported the result of 1015.55 miu/l.. The patient¿s historical results = 667.52 miu/l (B)(6) 2021, 844.71 miu/l (B)(6) 2022. The sample was repeated 3x during troubleshooting = < 12.60, < 12.60, 12.93 miu/l. The sample was also sent to another hospital with a different instrument platform and the result was low at <6.0. No reference range was provided from this platform but the customer was able to confirm that the result was below the assay linearity. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Initial reporter name and address: (B)(6).

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found crystals on the architect probe, wash zone probe, and the syringe assembly. The parts were replaced which resolved the issue. The architect probe, wash zone probe, and the syringe assembly were determined to be the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) or the likely cause parts was identified.